Event description:
Reportedly, while swimming, the patient suffered from a syncope, which could have resulted from interferences with his neurostimulator. Preliminary analysis did not reveal any anomaly on the pacemaker.

Manufacturer narrative:
Analysis did not exhibit any evidence of interferences between the subject pacemaker and the neurostimulator. Interferences are not suspected to have caused the reported event.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, while swimming, the patient suffered from a syncope, which could have resulted from interferences with his neurostimulator. Preliminary analysis did not reveal any anomaly on the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, while swimming, the patient suffered from a syncope, which could have resulted from interferences with his neurostimulator. Preliminary analysis did not reveal any anomaly on the pacemaker.